Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 10, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. Visual inspection of the actual sample upon receipt did not find any anomaly including a breakage that could lead to gas transfer failure. After rinsing and drying the actual sample. The amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure manual. It was confirmed to meet the factory specification and no anomaly was found in the gas transfer. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the co2 was high and difficult to control. No known impact or consequence to the patient . Product was not changed out . Procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.